Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s wife reported via phone call that customer was hospitalized due to the hyperglycemia on (B)(6) 2020 with blood glucose of 400 mg/dl. The customer reported that the insulin pump was under delivering. The customer reported that the high pressure test was pass. The customer was treated with the IV drip in hospital. The customer reported that drive support cap was normal. The customer was using the insulin pump within 48 hours of the reported high blood glucose. The customer¿s wife reported that the blood glucose of the customer was 400 mg/dl and it was controlled by drip. The customer was in intensive care unit. The customer had two pulmonary and did surgery and he was now moved to a high intensive care unit due to that later on customer went home last night and came back and found out the embolisms when she got to the new intensive care unit. The endo team she came checked his pump and site and when she was home and she states everything was consistent with pump malfunction. The device will be returned for the analysis.